Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient is deceased. The cause of death is unknown, but it was suspected that there may have been "something wrong" with the leadless implantable pulse generator (ipg).